Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. It was discovered that the lead had dislodged. The lead was explanted. The patient was stable.